Event description:
A review of the recipient¿s test data indicated impedance issues, despite device testing results within normal limits. Revision surgery was under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. The recipient is experiencing no performance restrictions. The recipient will be managed per center protocol. This is the final report.